Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the ultrasound that was performed on the patient. Ultrasound performed was performed on (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. Ultrasound performed on unspecified date indicated the bilateral rupture. The diagnosis was confirmed based on the ultrasound result and physical examination. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This report is for the right-sided prosthesis.